Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that liquid and air was leaking as the trocar had loose sealing during vitrectomy surgery. The surgery was completed on the same day; however, it was unknown how the surgery was completed. There was no patient impact.